Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery, displacement, a21, selftest and all current test due to no button response. Pump received with crack on reservoir tube lip and broken battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.